Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. The patient had been tested on the e602 module on (B)(6) 2017 and (B)(6) 2017 and the ft3 iii results were reported outside of the laboratory. The physician was concerned that the patient¿s tsh and ft4 ii results were normal but the ft3 iii results were gradually decreasing. The customer provided a patient sample obtained on (B)(6) 2017 for investigation. The sample was tested on a cobas 6000 e 601 module used at the investigation site and a centaur instrument. The patient sample from (B)(6) 2017 was not tested on the customer¿s e602 module. Based on the data provided, the ft3 iii results between the e601 module at the investigation site and the centaur instrument were erroneous. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The customer¿s e602 module serial number was (B)(4). The e601 module serial number was (B)(4). Calibration and qc results were acceptable at the investigation site. All the ft3 iii results were below the normal reference range of each respective assay. A specific root cause was not identified. Additional information was requested for investigation but was not provided. There was not enough sample volume left to complete the investigation. Based on the information provided, a general reagent issue can most likely be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used and differences in reference materials/methods and the standardization methodology used.